Manufacturer narrative:
Follow-up #1 03/25/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 28 mmol/l with unspecified ketones associated with inaccurate delivery. The reporter was unable to provide specifics of the pump history during troubleshooting. The reporter was advised to discontinue use of the pump related to the issue. This event is reported based on the allegation that the patient experienced hyperglycemia associated with inaccurate insulin delivery.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.